Event description:
Patient had just completed a continuous passive motion (cpm) activity with the bte equipment. The therapist was looking up the report with the total range when the head unlocked, dropping the tool in a downward arc. Patient was still in the machine at the time. The machine did not beep to indicate that it was going to unlock and the button you push to either unlock/lock the machine continued to display "unlock" indicating it needed to be pushed to unlock the machine. The patient was startled and complained of some discomfort over the radial aspect of the wrist around the thumb carpometacarpal joint. The machine is now marked out of service. The patient felt ok at the end of the session. The device also failed to boot-up properly then next time it was turned on.what was the original intended procedure?hand therapy.